Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was initially reported that the pt experienced increased spasticity at night, but during the day, the pt did well with the dose of baclofen. They were programming the pump to accommodate the symptoms; the pt would be getting more drug in the evening hours and less in the day. It was later reported by the hcp that over several months prior to (B)(6) 2011, there were underdose symptoms. Troubleshooting found unreliable telemetry with programmer and the pump. They feared that the pump was not delivering drug accurately. (B)(4) study was done twice wherein once the rotor moved and the second time it did not. During the (B)(4) study, the pushed dye came through, however, during surgery when they open it they found a small tear in the catheter. The device was replaced. The pt recovered without sequelae. The pt last visited that hcp on (B)(6) 2011.